Event description:
The pt experienced a loss of therapeutic effect. The pt was not getting stimulation in her neck; it should have been from her neck down to her fingers; the day before the pt had the stimulation. There was no known accident or incident related to the event. In early (B)(6) 2010, the pt was having a problem with recharging; the recharging didn't move the icon to full. She charged for 4.5 hrs on (B)(6) 2010 and it didn't move to full. She charged again the next day for 2 hrs and it remained at half charged. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).